Event description:
Patient reported left side "pain on the side of the breast and on the areola. Stinging sensation. Breast gets hardened." Healthcare professional later reported ¿capsular contracture baker grade iii¿, ¿intracapsular granuloma¿ ¿axillary lymph nodes with up to 1cm on the smaller axis¿, ¿intracapsular collection.¿ the device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, granuloma. Lymphadenopathy, capsular contracture baker grade iii.